Event description:
Patient was on century tub stretcher, while putting her in the tub, she pulled hands loose from nursing assistant, and grabbed the hydraulic bar catching third finger on right hand at first knuckle partly severing finger when she jerked finger out. Pressure applied to stop bleeding, sterile saline dressing applied. Color pale and shaking, put in tredelenburg position, dr. Notified, sent by ambulance to hospital e.r. End of finger amputateddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: design - inadequate. Conclusion: other. Certainty of device as cause of or contributor to event: yes. Corrective actions: inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.